Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. A combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received, the device is returned for analysis, a follow-up medwatch report will be submitted.

Event description:
The subject was enrolled into a clinical study. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. Of note, post balloon valvuloplasty, the subject developed 1st degree av block and left bundle branch block. Following balloon valvuloplasty, a 27 mm lotus valve was inserted and slowly deployed using the mid post which resulted in a "relatively high position". The valve was hence moved slightly lower, however, there was some separation between the left coronary sinus buckle and post "while the other two were in apposition" . Therefore, the valve was again re-sheathed but it was noted that the force-limiter was tripped and the central pin released from the left coronary sinus post which flopped down the valve. Repeated attempts in re-sheathing the valve proved to be unsuccessful because of the "misshapen orientation". Therefore, the 27 mm lotus valve was retrieved successfully. Subsequently, another 27 mm lotus valve was inserted and deployed successfully. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Of note, per source, it was noted that the 27 mm lotus valve that was initially retrieved was "re-crossed" using another wire since the valve failed to be passed using a safari wire. Site confirmed that a new 27 mm lotus valve was inserted during the second attempt and it was not the initial valve that was re-deployed.